Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. Other relevant device(s) are: product ID: evolutr-26-us, serial: (B)(4), use by date 2019-04-13, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with delivery catheter system (dcs), the system was pushed and caused a dissection to the ascending aorta, which required repair. Five minutes after the valve was implanted, the valve dislodged out of the annulus. It was reported that the physician thought that the valve dislodged, due to the ascending aortic repair. Subsequently, a surgical valve (non-medtronic) was implanted and no additional adverse patient effects were reported.